Manufacturer narrative:
(B)(4) no results available since no evaluation performed. Patient weight was not provided.

Event description:
According to data received by gore from the americas hernia society quality collaborative registry (ahsqc), a patient underwent an incisional ventral hernia repair using gore® synecor intraperitoneal biomaterial. The data indicates the patient developed a surgical site infection, an enterocutaneous fistula, and reportedly had a complete mesh removal.